Manufacturer narrative:
Upon retrospective review, this issue was determined to be reportable as an MDR.

Event description:
Merge eye station import utility (esiu) is an accessory that serves to handle all functions of importing various types of ophthalmic modality images and reports into the eye station image management system. There have been reports of esiu locking up and causes the import to stop. This can impact multiple workstations if the site is using the same node for importing. The locking up prevents importing which can cause a delay in reviewing the reports or images. (B)(4).